Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet completed. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while unpackaging a 3.25x15 nc trek rx balloon dilatation catheter (bdc), the protective sheath was difficult to remove; it was ultimately pulled off, but resulted in the balloon being torn. There was no patient involvement and no occurrence of a clinically significant delay. Another nc trek rx bdc was unpackaged without issue and successfully used in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device returned for analysis. The complaint investigation determined the reported difficulty was confirmed and the issue was determined to be related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the abbott vascular returned goods lab received the 3.25 x 15 nc trek rx balloon dilatation catheter (bdc) in the following condition: while no damage to the balloon itself was noted, the inner member shaft inside of the balloon was stretched with its balloon marker fragmented /separated at the stretched inner member area. Additional information received confirmed that the correct device was returned and that the report of torn balloon means that a component appeared to be torn in the balloon area inside of the balloon. No additional information was provided.